Manufacturer narrative:
The insulin pump alarmed during basic occlusion test due to slightly loose drive support disk also, was received with corroded battery tube. The operating currents are within specifications and passed self test, a21 error test and displacement test. The insulin pump had cracked case at the display window corners, cracked battery tube threads, cracked belt clip slot and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called in to report a compromised force sensor system error alarm. The customer's blood glucose level was 190 mg/dl. No further details were provided.